Manufacturer narrative:
Sections with additional information as of 23-apr-2020: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; defect was detected: strip discoloration. Most likely underlying root cause: rc-061: storage outside specifications. Rc-072: vial left open for an extended period of time.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Pending evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results; the high results just started the day before. Granddaughter is calling on behalf of the customer. The customer is concerned with test results obtained of 134, 175, 162, 199, 174, 213 and 156 mg/dl. The customer¿s expected fasting blood glucose test result range is 98-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).